Manufacturer narrative:
Evaluation results: one parapac plus was returned for investigation. No damage was noted to the unit during visual inspection. The investigator determined that the unit functioned correctly pneumatically however, electronic tests could not be completed due to the reported and observed fault. The investigator opened the unit and electronic chassis assembly to allow for further investigation. No damage or debris was observed while disassembling the unit. The micro controller located on the main alarm electronic board (530a1067r) u5, part number pic16f73-1/so was found to have failed. The reason for the failure could not be determined. The electronical chassis assembly, which holds the main alarm electronics pcb, was replaced.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. A visual inspection was performed. The sample was in used conditions without its original packaging. It was observed that the sample had a split on the flange eyelet. The failure mode was reproduced by using a blade to make a small cut in a neck flange eyelet. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed during evaluation; however, the most probable root cause is that damage occurred after the device left the manufacturing site. Actions were taken to mitigate the reported issue: the area trainer notified the manufacturing personnel of the failure mode reported by the customer as a preventative measure.

Manufacturer narrative:
(B)(6).

Event description:
Information was recieved that a smiths medical ventilator has a sporadic low battery warning.